Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the subcutaneous implantable cardioverter defibrillator (s-ICD) pocket was opened for suspected infection. The s-ICD and electrode were explanted. The infection was confirmed via a culture. No additional adverse patient effects were reported.